Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: lower right pelvic area") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. 627750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, endometriosis, vaginal pain, pancreatitis, dysfunctional uterine bleeding, difficulty sleeping and ectopic pregnancy (secondary chronic right lower quadrant and uterine pain with possible adhesive changes). Concurrent conditions included scar and hematuria. Concomitant products included amitriptyline hydrochloride (elavil), tramadol and vicodin (lortab). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 5 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary or problems or changes: unspecified") and bladder disorder ("bladder or problems or changes: unspecified"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic adhesions ("some scar tissue adhered to internal organs"). On an unknown date, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced scar pain ("severe scar tissue and associated pain") and scar ("severe scar tissues"). The patient was treated with surgery (total laparoscopic hysterectomy, a right salpingo-oophorectomy and a left salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage, urinary tract infection, vaginal infection, cystitis, nausea, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, scar pain, pelvic adhesions and scar had not resolved. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, nausea, pelvic adhesions, pelvic pain, scar, scar pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: in good position with two trailing coils on the right side, a similar fashion was used on the opposite side with two trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2009: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, urinary tract infection." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 41 year old patient. Her demographic was updated. Her historical/concurrent conditions were added. Lab data was added. Essure insertion date and removal date was added. Essure indication was added. Essure lot number was added. Her concomitant medications were added. Per pfs: following events: abnormal bleeding (general), urinary tract infection, vaginal infection, bladder infection, nausea, urinary or problems or changes: unspecified, bladder or problems or changes: unspecified, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), severe scar tissue and associated pain and some scar tissue adhered to internal organs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: lower right pelvic area") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. 627750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, endometriosis, vaginal pain, pancreatitis, dysfunctional uterine bleeding, difficulty sleeping, ectopic pregnancy (secondary chronic right lower quadrant and uterine pain with possible adhesive changes), insomnia, restless leg syndrome, depression and pancreatitis. Previously administered products included for an unreported indication: zoloft in 2007. Concurrent conditions included scar, hematuria, vulvovaginitis, vaginal discharge, abdominal pain and abdominal pain lower. Concomitant products included acetylsalicylic acid (aspirin) from 2007 to 2011, amitriptyline hydrochloride (elavil), bupropion hydrochloride (wellbutrin) in 2008, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) since (B)(6) 2010, ethinylestradiol;levonorgestrel (levora), hydrocodone bitartrate;paracetamol (lortab), leuprorelin acetate (lupron depot), medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, norethisterone acetate (aygestin), omeprazole;sodium bicarbonate (zegerid otc), pramipexole dihydrochloride (mirapex), rabeprazole sodium (aciphex), salbutamol (albuterol hfa) in 2008 and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"), 1 month 31 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder / urinary tract / vaginal) type: uti's"), vaginal infection ("vaginal infection") and cystitis ("infection (bladder / urinary tract / vaginal) type: bladder"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic adhesions ("some scar tissue adhered to internal organs"). In (B)(6) 2009, the patient experienced scar pain ("severe scar tissue and associated pain"), scar ("severe scar tissues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient was found to have blood urine present ("urinary or problems or changes: blood in urine"). On an unknown date, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis") and inflammation ("mild chronic inflammation") and was found to have leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, endometriosis, adenomyosis, leiomyoma, inflammation, vaginal discharge and abdominal pain outcome was unknown, the genital haemorrhage, urinary tract infection, vaginal infection, cystitis, blood urine present, dyspareunia, scar pain, pelvic adhesions and scar had not resolved and the nausea and dysmenorrhoea was resolving. The reporter considered abdominal pain, adenomyosis, blood urine present, cystitis, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, inflammation, leiomyoma, menorrhagia, nausea, pelvic adhesions, pelvic pain, scar, scar pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in good position with two trailing coils on the right side, a similar fashion was used on the opposite side with two trailing coils on the left side. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2009: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, urinary tract infection, heavy bledding." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: endometriosis, adenomyosis, leiomyoma, mild chronic inflammation, vaginal discharge, abdominal pain. Event urinary tract disorder was updated to blood urine present. Outcome of event nausea and dysmenorrhoea was updated. Medical history, historical drug, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: lower right pelvic area") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. 627750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, endometriosis, vaginal pain, pancreatitis, dysfunctional uterine bleeding, difficulty sleeping and ectopic pregnancy (secondary chronic right lower quadrant and uterine pain with possible adhesive changes). Concurrent conditions included scar and hematuria. Concomitant products included amitriptyline hydrochloride (elavil), tramadol and vicodin (lortab). On (B)(6)2008, the patient had essure inserted. On (B)(6)2009, 5 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary or problems or changes: unspecified") and bladder disorder ("bladder or problems or changes: unspecified"). On (B)(6)2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). On (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic adhesions ("some scar tissue adhered to internal organs"). On an unknown date, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced scar pain ("severe scar tissue and associated pain") and scar ("severe scar tissues"). The patient was treated with surgery (total laparoscopic hysterectomy, a right salpingo-oophorectomy and a left salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage, urinary tract infection, vaginal infection, cystitis, nausea, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, scar pain, pelvic adhesions and scar had not resolved. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, nausea, pelvic adhesions, pelvic pain, scar, scar pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: in good position with two trailing coils on the right side, a similar fashion was used on the opposite side with two trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6)2009: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, urinary tract infection." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.